Event description:
It was reported that iab was inserted through sheath. Patient had to be transported by air to another hospital. Pump has been connected to pt for 3 3 days without problems. Pump was checked before departure & yellow light was ok. After 50 minutes of flight, batteries was "empty". Pump was plugged in on ground & yellow light appeared. 20 minutes after start of transport by ground. "No batteries" alarm came on. Pt arrived at hospital & there were no problem with pump. As pt was being prepped, ap curve was perfect but error message (ap staggered, contact arrow sav) appeared on screen. Md was satisfied with curve. Approx. 5 hours later a "no ap available" alarm occurred. Curve no longer appeared on screen. There were no problems with balloon. An alarm message (problem with fos contact arrow) appeared & pump was switched to manual mode. Pt died due to hemodynamically unstable state. Users do not implicate the iamp. Arrow was notified on 3/13/2006 that pump had not been evaluated or serviced but was still in service in hospital. Arrow was notified on same day that pump must be taken out of service until it is evaluated/serviced. Batteries have not been exchanged in over 3 years. Follow-up report will be filed when evaluation is complete.